Event description:
35 ventricular high-rate episodes, most recent on (B)(6) 2022, suspected intermittent ventricular over-sensing during recorded episodes. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).